Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and adapter stopped working. Blood glucose level was not impacted. Reportedly, the "issues" was resolved after using an alternate cable and adapter.